Event description:
Lumbar drain pull was attempted at the bed side. A snap was felt when the catheter was pulled from the entry site. This patient had retained lumbar catheter fragment after attempted removal. Patient returned to surgery (B)(6) 2019 for retrieval of retained catheter.